Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015 product type: lead. (B)(4).

Event description:
It was reported that the patient was having a surgery on the day of the report. The wound from the implantable neurostimulator (ins) had not healed since implant and was still draining a lot. The wound opened one week prior to (B)(6). The patient had (B)(6) in their system but did not have an infection at the ins site. The patient was prescribed high antibiotics. Additional follow-up indicated that the lead was involved with the event. The patient had clean, open dehiscences. The patient received bedside care and examinations. The doctor re-opened the wound, inspected the site and components, and washed out and cleaned the site. The cause of the event was not determined and the patient recovered without permanent impairment. The patient did not have concerns with their device or therapy.